Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were returned - test strips are expired, unable to test. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer contacted customer in a follow-up call on 15-may-2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from meter memory results of 81, 89, 74, 146 and 103 mg/dl. Customer also stated she had obtained a result of 35 mg/dl (date/time and fasting/non-fasting was not disclosed). The customer¿s expected am fasting blood glucose test result range is 125-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The customer's test strips are expired: manufacturer's expiration date is 04/23/2023. Product storage and open vial date were not disclosed. The meter memory was reviewed for previous test result history: result 1: 81 mg/dl date: (B)(6) time: 7:01 am fasting, result 2: 89 mg/dl date: (B)(6) time: 7:06 am fasting , result 3: 74 mg/dl date: (B)(6) time: 7:04 am fasting , result 4: 146 mg/dl date: (B)(6) time: 7:05 am fasting , result 5: 103 mg/dl date: (B)(6) time: 7:03 am fasting.